Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement computer shipped to site on (B)(4) 2014 for issue resolution. Medtronic investigation of returned suspect device finds that the system emits the post tone but fails to boot completely with no video, including boot text, visible. Testing ruled out random-access memory (ram) and video graphics array (vga) faults. Physical damage noted on slot 0 of megabyte ram 1-4 pins, possibly not making contact and preventing full boot. The reported event was confirmed to be caused by the physical damage of the computer.

Event description:
A medtronic representative reported that the navigation system become unresponsive after transferring an imaging system spin, clicking navigate, bringing an instrument into the field and saving a plan. The navigation system mouse would not move and nothing could be clicked. Several hard reboots were attempted and then "no input detected" was visible on the monitors. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to replace the computer and test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional after computer replacement.